Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, jammed, and was moving heavily. It was noted that the motor intermittently seized when running the handpiece. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, and check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.